Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0dm8r, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0dm8r, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had their left-side implant replaced two weeks prior to the report, on (B)(6) 2014, because the original implant was protruding. It was mentioned they had to redo the wiring because it had come out of the pouch. The patient noticed the implantable neurostimulator (ins) was protruding six weeks after it was initially implanted. It was stated that after the revision everything was working fine and there were no new issues. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. It was unknown which of the patient's two implants was on the left side, so reports were sent of both devices implanted at the time of the event. Reference regulatory report #3004209178-2014-16487 for the second device.